Event description:
An attempt was made to deploy a 3.5mm diameter x 15mm length endeavor rx drug-eluting coronary stent into a pt. The lesion, located in the lcx #11, was described as excessively tortuous exhibiting 75% stenosis and was pre-dilated. Communication from the field confirmed that during advancement the relevant device was caught on a stent previously deployed in the lad #6 and was not able to cross the lesion. After failing to advance, the relevant device was withdrawn being engaged by guide catheter. Resistance was felt; however the physician continued removing the delivery system and the stent dislodged within the guide catheter. The foreign endeavor rx instructions for use contains specific instructions on the withdrawal of the stent and the delivery system prior to deployment, however, communications from the account confirmed that the physician did not follow the required procedure when withdrawing the endeavor device. The dislodged stent was dilated with balloon catheter to prevent loosing it out of the guide catheter then it was removed from the pt's body along with the delivery system. Deployment of a driver rx coronary stent to target lesion completed the procedure. The pt is reported to be fine and no other sequelae were reported. Only the stent was returned for eval. The first stent segments were deformed, raised and pulled over the stent. The remaining segments were intact although some appeared slightly opened. The stent was curved in shape. As per the event description the physician delivered the endeavor stent to the lcx and a balloon catheter to the lad in an attempt to treat the target lesion at lcx #11. The physician reported that resistance was felt when attempting to advance the stent passed a previously deployed stent at # 6 and that the relevant endeavor stent was caught on the deployed stent. When the physician withdrew the endeavor rx and balloon catheter back to the guide catheter, resistance was encountered and on removal of the relevant device, it was noticed that the stent had dislodged within the guide catheter. The physician used the apex balloon to expand the stent and retrieve it from the guide catheter the stent was inspected prior to use with no issues noted. However, communications from the account confirmed that the physician did not follow the required procedure when withdrawing the endeavor rx device. The technique used for withdrawal of the relevant device, most likely contributed to the stent coming off the balloon inside the guide catheter. Review of crimp data sheets confirmed that all stents were crimped within required specification load force. Manufacturing controls are in place for the inspection of the stent prior to release of the product to ensure that it meets acceptance criteria. The device was not identified as the root cause of the event. Based on the info available it appears most likely that the stent dislodgement occurred due to the use of the incorrect technique when withdrawing the stent from the vessel following failure to deliver the stent to the target lesion due to previously deployed stent at the ostium of the target lesion.

Manufacturer narrative:
(Secondary intervention: relevant stent dilated within guide catheter to prevent loosing it out of guide catheter; eval codes, results: stent dislodgement. Failure to adhere to the required procedure when withdrawing the endeavor rx device. Previously deployed stent in the lad# 6. Eval codes, conclusions: resistance encountered, relevant endeavor rx was caught on the stent deployed at lad #6. Failure to adhere to the required procedure when withdrawing the endeavor rx device. Previously deployed stent in the lad# 6.